Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned and visual and microscopic examination found that the stent was damaged at the distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified mid left anterior descending artery (lad). The doctor attempted to cross the lesion with a 2.75x16mm promus element plus, but the device was unable to cross the lesion. The doctor completed the procedure with another of the same device. There were no patient complications and the patient's condition is good. However, returned product analysis revealed stent damage.